Manufacturer narrative:
(B)(4). The jaws of the incident device were not locked when the device was received. Visual inspection noted some eschar between the jaws but no residual tissue. The handle was latched and unlatched then times without issue. The device was activated on simulated tissue and the jaws opened without difficulty. We were unable to confirm the customer's report. The IFU for this device states that in order to minimize tissue sticking, keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that during a gastric sleeve procedure, while dissecting around the esophagus, the device would no longer open after the blade was deployed. Tissue around the jaws was resected in order to remove the device. This occurred late in the procedure, but the jaws had been cleaned immediately prior to the incident. There was no pt injury.